Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2014: (ECG)=no myocardial infarction; (B)(6) 2015: ECG = no new myocardial infarction; (B)(6) 2015: ck = 62 u/l, normal upper limit 195; (B)(6) 2015: ck-mb 20.9 u/l, normal upper limit 25; (B)(6) 2015: troponin = 0.19 ng/ml, normal upper limit 1.7. Concomitant products: xience prime 2.5x28mm and 3.0x12mm stents; aspirin, clopidogrel. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 2.5x28mm and a 2.75x38mm xience prime stent were successfully implanted in the proximal circumflex coronary artery (pcx); a 3.0x12mm xience prime stent was successfully implanted in the mid left anterior descending coronary artery lesion (mlad). On (B)(6) 2015, the patient was hospitalized with precordial chest pain. There was restenosis in or within 5mm of the 2.75x38mm xience prime stent in the pcx. Although the distal lad was 90% stenosed, there was no restenosis in or within 5 mm of the xience prime stent in the mlad. There was no restenosis in or within the other xience prime stent in the pcx. Coronary artery bypass graft was performed. The event resolved without sequela and on (B)(6) 2015, the patient was discharged from the hospital. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. However, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was received: on (B)(6) 2014, the patient was hospitalized for unstable angina. Medication was provided. The patient was discharged from the hospital on (B)(6) 2014. On (B)(6) 2014, the patient was hospitalized for repeated intermittent unstable angina. Elevated creatine kinase muscle and brain (ck-mb) was noted and medication was provided. On (B)(6) 2014, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of angina and stenosis are listed in the instructions for use xience prime everolimus eluting coronary stent systems (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, additional information was received: there was restenosis in or within 5mm of the 2.75x38mm xience prime stent in the proximal circumflex artery. Medication was provided, balloon angioplasty and a coronary artery bypass graft were also performed as treatment. There was no restenosis in any other xience prime stent.